Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer experienced an elevated blood glucose (bg) of 509 mg/dl; cause was unknown. Customer changed the infusion site to address elevated bg. At the time of the report with tandem technical support the touch screen functioned as intended; therefore customer continued to use the pump for insulin therapy.